Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was received for examination. After physical review of the part, breakage allegation is not confirmed. Device is in one piece, no breakages or chippings were observed. However both springs of the parts were damaged and one of them has a considerable deformation condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the shim and an implant were trying to be removed, the flexion gap was tight so that they could not be removed. The surgeon tried to remove them using a black spatula, but they were disassembled, and finally the surgeon removed them by force. After they were removed, it was found that the spring of the shim was broken. Since the broken spring was attached to the removed implant trial, there was no risk of the broken spring remaining in the patient¿s body. The surgery was completed with no surgical delay.